Event description:
At about 2 years and 11 months after primary, the patient came in reporting instability and the cause is unknown. The surgeon revised successfully the insert (12mm) with a thicker one (14mm).

Manufacturer narrative:
Batch review performed on 10-may-2024 lot 2002122: (B)(4) items manufactured and released on 13-may-2020. Expiration date: 2025-05-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.